Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address painful left knee. No loosening reported. No additional information is available. Doi: unknown. Dor: (B)(6). Left knee.